Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced complications upon waking up from having the initial scs system implant surgery. The patient had months of physical therapy to regain her ability to walk. No other information was available at this time.